Event description:
During a cataract extraction procedure, this handpiece produced extensive bubbles causing lack of vision for the surgeon. The handpiece was re-calibrated, re-primed, the tubing, irrigation sleeve, cassette and eventually the handpiece and needle were exchanged. The surgeon had to perform an anterior vitrectomy procedure. The surgery was delayed by one hr. There was no report of pt injury.